Event description:
It was reported that the power load dropped down to the lowest level from the highest level with a patient on the cot. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the power load dropped down to the lowest level from the highest level with a patient on the cot. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The power-load lifting issue was not determined as it was reported that the issue was not duplicated during the time of evaluation. However, based on previous similar investigations a potential cause for the lifting issue might be attributed to the cot not being loaded properly into the power-load trolley. If the head section is not properly extended and locked, or if the cot is loaded on an angle, as the cot is being raised, the trolley arms may slide off of the cot legs and contact the appropriate position on the base of the cot. This sliding of the trolley arms is the drop event described by the customer.